Event description:
Swelling [swelling]. Pain right knee [arthralgia]. Joint fluid retention [join effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female patient, initials a-t, with gonarthrosis. The patient's medical history was significant for previous use of synvisc (hylan g f 20) from (B)(6) 2011, into joint cavity. On (B)(6) 2011, the patient initiated treatment with synvisc injection, 2 ml weekly, in an unspecified joint. The synvisc lot number was not provided. On (B)(6) 2011, the patient experienced pain, swelling and joint fluid retention. On the same day, 70 cc of joint fluid was aspirated from left knee and patient received joint injection of triamcinolone acetonide, 20 mg. On (B)(6) 2011, the patient experienced pain on the right knee and also received joint injection triamcinolone acetonide, 20 mg. On (B)(6) 2011, the patient received joint injection of betamethasone sodium phosphate, 2.5 mg in left knee. On (B)(6) 2011, the patient recovered from the events of swelling, pain in right knee and joint fluid retention. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the events of swelling, pain right knee and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the events of swelling, pain right knee and joint fluid retention as probable. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of 9 cases reported by same reporter. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.